Manufacturer narrative:
A ge service rep performed an on site investigation. A complete generator calibration was performed. The ht circuit and x-ray tube were evaluated and reseated. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an overload fault error message. The field engineer noted that this caused the x-ray to abort. This error may cause the system to shut down. There is no report of injury or death.